Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Inspection under magnification revealed a pinhole in the balloon material 11mm from the distal edge of the proximal markerband. There were no irregularities in the balloon material that could have contributed to the pinhole. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac artery. Following the insertion of a guide wire, an 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was used to dilate the lesion. However, the balloon ruptured during the 3rd inflation at 6 atmospheres for 10 seconds. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac artery. Following the insertion of a guide wire, an 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was used to dilate the lesion. However, the balloon ruptured during the 3rd inflation at 6 atmospheres for 10 seconds. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).